Event description:
Pt reported his pump was replaced two weeks ago, and currently believes he is experiencing withdrawal. Pt was on an oral medication for one week post implant. Now receiving intrathecal morphine. Outcome info was not provided.

Manufacturer narrative:
This report is being submitted following an internal audit.